Event description:
It was reported that approximately 41 months post implant of a bifurcated device, suprarenal aortic extension, and two limb extensions an endoleak was identified. Reportedly, during routine follow up a computed tomography presented with a separation between the components. But had zero impact as far as causing a leak to the aneurysm which was the patients larger problem. The physician elected to treat the patient with a limb extension to seal the endoleak. The patient tolerated the procedure well, and is stable.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.